Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. No evidence of loss of capture (loc). The lead was surgically abandoned. No additional adverse patient effects were reported.